Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023 from date manufacturer was made aware.

Event description:
It was reported that the patients ipg is not working as intended. It was also reported that the patient was experiencing extended ipg charging time. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.